Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported air in line which was reproduced during evaluation. A review of the event history log identified air in line. The reported condition was verified. The cause was determined to be out of specification ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line issue. The process step and the location where the problem was found were unknown. There was no patient involvement. No additional information is available.